Manufacturer narrative:
The device ro14033 has been inspected for investigation purpose. The tests performed confirmed that optical sensor connector disconnects very easily. It is suggested to replace the optical sensor cable.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the optical distance sensor was non-functional. There was no patient involvement reported.